Manufacturer narrative:
G4:26feb2021. B4:07mar2021. H11:g5:k102985. H11:b5: it was reported to philips that the device was reading a proximal pressure range error. H10: the customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The customer returned a call to philips and requested to cancel the case, and work order stating the issue was resolved by the customer. No additional information was provided in the service order. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The customer complaint cannot be verified. The returned gas delivery system passed all testing. No fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021.

Event description:
It was reported to philips that the device was reading approximal/pressure range error. The device was not in clinical use at the time of the event. There was no report of patient or user harm.